Manufacturer narrative:
The stent was received and inspected. The stent was not fractured but an end crown had been bent backward seemingly from withdrawal back through an introducer sheath. The details provided indicate that this was found prior to use; however, the returned device had been at a minimum introduced through the introducer sheath. The stent end crown to be bent in such a manner would have had to have been caught on something to pull this end crown back to this degree. The stent frame is crimped very tightly and the profile of the crimped stent is at or below the diameter of the folded balloon. A full review of the catheter lot history records for the device in question was performed. The records indicated that this lot of catheters passed atrium's final lot qualification testing. This inspection requires that the catheter lot must pass the following. Ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Because the end crown was bent to such a degree and the stent being impregnated with blood it would appear that this stent was passed through the introducer sheath. For some reason not mentioned in the event details the device was withdrawn back through the introducer sheath. It is plausible that the edge of the stent caught the distal edge of the introducer sheath upon withdrawal back through the introducer sheath. The instructions for use specify "do not pull an unexpanded stent back through a guiding catheter or sheath."

Event description:
Report stated that the stent had a broken strut which was found before use of the device.